Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was hospitalized due to a possible infection at the generator site. The patient's device had been implanted for over 10 years. The surgeon reported that the patient's vns system was explanted, and the infection was cultured as (B)(6). The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to release. No further relevant information has been received to date.